Event description:
It was reported that a caller experienced an alarm 2 followed by an alarm 26 with an occlusion event occurring earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin delivery.